Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the physician had ordered a chest x-ray to discern the integrity of the rv lead pace/sense connection. High impedances have been shown periodically on the rv lead. The patient will continue to be monitored.

Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) pacing impedances. The alert ws delivered and discussed with the patient's clinic. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that additional red alerts were detected due to high rv impedances. It was noted that the measurements were intermittently out of range. The patient was brought in to their clinic for lead testing, which was noted to appear normal, and noise was unable to be produced with patient isometrics. Additional troubleshooting options were questioned, as the patient was to return to the clinic for additional discussions and lead testing. No adverse patient effects were reported.

Event description:
Additional information was provided that an x-ray was performed, which confirmed a lead fracture. The lead was subsequently surgically abandoned. No adverse patient effects were reported.